Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that stent would not cross the lesion. The target lesion was located in the circumflex. A 2.75x24mm promus element drug eluting stent was not able to cross in the target lesion because the circumflex was so tortuous. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts at the two most proximal rows were lifted. The most proximal row appeared slightly flared, possibly due to the balloon being subjected to a minor positive pressure, causing the stent to expand slightly at the proximal end. The hypotube was kinked at various locations. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).